Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a closed sample and a picture showing a thread delaminated. We have tested the knot pull tensile strength of the closed sample received and the result fulfil the requirements of the european pharmacopoeia (ep): 0.44 kgf in average and in minimum (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). We have tested the needle attachment strength of the closed sample received and the result fulfil the requirements of the european pharmacopoeia (ep): 0.355 kgf in average and in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). Sewing test on artificial skin tissue has been conducted with the closed sample received and splitting does not appear when pulling the thread through the tissue. Visual appearance is the usual one (before and after sewing test). We have not found splitting on thread surface on the closed sample received before and after performing tests. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no complaints of the same code-batch of the products manufactured with the same thread raw material batch used in this product. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received comply with usp/european pharmacopoeia and b. Braun surgical requirements. Final conclusion: although the result of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that a longitudinal fracture of optilene strand occurred during the operation. The thread was torn lengthwise through the thread itself. It was during a resection of aneurism. Optilene was used for vein anastomosis. Additional information has not been received.